Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported patient had difficulties charging about 2 months ago. It would say no device found or if it started charging, the patient moved even a little, it would dropped to poor coupling, and it gotten worse. Rep noted the recharger cord looked frayed. Rep reported that patient said ins seemed to be at a different orientation now like it had moved. Rep said it seemed slightly titled. Patient needed to get a new recharger, she thinks the wire was frayed. Patient mentioned needing it overnight since the battery was getting low. A replacement recharger would be sent, recharger cable was frayed and rm04 error. Additional information on 2019-mar- 07 from patient was received. Patient noted controller screen displayed a ¿software problem¿ message. Patient received a new recharger, and used it yesterday, it showed software problem. It was document of software problem on controller screen as below 1. Intellis 2. 3.0 3. 243 4. Qf_port it was noted controller was connected to the recharger, patient used the lithium ion battery pack. Patient mentioned the battery was low on patient programmer (pp), and it was reviewed that could be the reason for the errors message. A replacement controller would be sent, just replaced recharger, software problem on it. Additional information later date from patient indicated controller screen showed a ¿system problem¿ message, rm04. Patient used pp on the call and it showed rm04, patient noted the same error had happened before. Patient had been having charging difficulties for the past couple of months. Prior the call, patient made sure recharger was plugged in firmly, pp was charged to 100% and her ins was at 80%. Patient saw no device found screen, patient tried again and could get to the charging screen. Pp showed ins was taking a charge. No further complication and events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. Patient stated controller screen displayed a ¿system problem¿ message, rm04. Rep requested patient charge to more than 50% and then try again to recharge. Patient said she was doing fine on her old recharger, but they sent her a new patient programmer (pp) a week ago, it took her a week to pair the new pp and she did it. After she pair it, she had not been able to get the full charge, this morning it jumped to 40% and then 30%. Patient took recharger off her back, the picture on pp stayed the same for 2 to 5 minutes. Pss reviewed it might be normal for screen to stay on. Rep told her to turn ins off to charge. Patient noted since she received the new pp, rm04 was the screen she saw the most, software problem, 243, and today patient was not able to charge at all. It was noted her recharger worked fine with her old pp until she got new pp. It was mentioned it was not working with new controller, and it worked fine with the old controller. A replacement controller would be sent. No further complication and events were reported.